Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons fall apart inside-vagina [foreign body in reproductive tract]. Tampons break up inside [device breakage]. Case description: consumer contacted via e-mail and stated that the tampons broke up inside. No serious injury was reported.